Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderate- severely calcified anterior tibial artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the inflation, the balloon ruptured without reaching the rated burst pressure. The procedure was completed with an alternate device. There were no patient complications as a result of this event.